Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implants were stuck in the the outer package making it extremely difficult, for the or staff to remove the sterile container with the implant from the outer packaging. Which almost created situations on each occasion, where the implant was contaminated, as well as the sterile field. Implants were finally able to be removed from package without any harm to the implant".

Event description:
Healthcare professional via sales representative reported, an unknown side "implants were stuck in the outer package. Making it extremely difficult, for the or staff to remove the sterile container with the implant from the outer packaging". "Which almost created situations on each occasion, where the implant was contaminated, as well as the sterile field". "Implants were finally able to be removed from package without any harm to the implant". The device remains implanted.